Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was providing a compromised image during procedure preparation. Additional details relating to the patient and the event have been requested, but were not provided. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive on the distal end was chipped and peeling. This report is being submitted to capture the peeling adhesive discovered during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s initial reporter was confirmed. Noise was present in the image due to a failure of the image pickup unit. Additionally, as noted in b5, the adhesive on the distal in was peeling and some was missing altogether. The illumination lens had been chipped. The curved part of was not properly secured, and scratches were present on the operation part of the universal cord. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b5 and h6 (component code and medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (compromised image) was due to an image sensor unit failure, video connector internal circuit board failure, or video system center failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was discovered that the adhesive on the distal end was chipped and peeling. This defect is not considered severe enough to cause a potential adverse event. This report was submitted for the compromised image that happened during procedure preparation.